Event description:
It was reported that the intraocular lens (iol) was explanted at a later date due to anisometropia, iol malposition, and blurry vision noted during post-operative examination. Account provided visual acuities as pre-operative 20/20- best corrected: +225 +075 x 150, post-operative 20/20 best corrected: -150 sph. There was no suture(s) and no vitrectomy; however, the incision was enlarged. No further information provided.

Manufacturer narrative:
Additional information: patient weight, and ethnicity and race: unknown as information was asked but not provided. Date implanted: unknown as information was asked but not provided. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts were made to contact the customer account requesting additional information regarding complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.